Event description:
On (B)(6) 2012, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The physician had difficulties to cannulate the contralateral gate and unintentionally pulled the guidewire out of the gate. It was reported that a plaque of thrombus or calcium prevented the physician from advancing the guidewire through the gate. It was reported the gate seemed to not be fully open. The procedure was converted to an aorto uni-iliac with a femoro-femoral by-pass. No sequelae was provided regarding this patient. Further info was requested.

Manufacturer narrative:
A review of the mfg records for the device is being conducted. Images were sent to gore for analysis. Further info will be provided.